Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the bleeding was due to the bronchial treatment process with lymph node dissection. There was not a da vinci system, instrument, and/or accessory that caused or contributed to the reported event. Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument perform failure analysis and was unable to confirm or replicate the customer reported complaint. The instrument articulated as expected during the manual articulation test. The grips opened and closed properly. The instrument was placed in house system and easily removed without problems. No emergency key was used. There were no damaged input disks or release buttons observed that would have caused the emergency key to be used on the instrument. A review of the instrument log for the tip-up fenestrated grasper instrument associated with this event has been performed. Per this review of the logs, this instrument was last used on (B)(6) 2024 on system sk7369. The instrument had 7 uses remaining after this last usage. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed the following possible related system errors: emergency stop button was pressed by a user on surgeon side console 1.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, bleeding from the bronchial artery occurred, and the procedure was converted to a video-assisted thoracoscopic surgery (vats). The bleeding occurred during the bronchial treatment process, and temporary hemostasis was achieved using the tip-up fenestrated grasper instrument. The emergency stop button was pressed and the system was undocked, the procedure then converted to a laparoscopic procedure to control the bleeding. The instrument release kit was used on the tip-up fenestrated grasper instrument to proceed with the procedure. The bleeding was resolved by using cauterization and coagulating. The estimated blood loss is unknown; however, the patient did not require a transfusion of blood products. The procedure was completed and there were no post-operative complications. The surgeon stated there was not a da vinci system, instrument, and/or accessory that caused or contributed to the reported event. The bleeding was caused by the bronchial treatment process, which involves lymph node dissection around the bronchi.